Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: how was the device removed from the patient? Did the device cut? If yes, was the cut line complete? Did the device staple? If yes, was the staple line complete? What was the appearance of the staples (b-shaped, irregular)? Were there staples missing from the staple line? What confirmation was received that the device was fully fired? How many counter-clockwise revolutions were used to open the device? Was the safety reset before removal attempted? Were there two complete tissue donuts? Were all tissue layers present in both donuts when inspected? How was the procedure completed?

Event description:
It was reported that during an anterior resection procedure, the device misfired and although the gun fired, the suture line was not completely divided and the device could not be removed. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.